Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery due to corroded motor home switch. The alarm history could not be confirmed due to erased history file. The insulin pump was received with minor scratched lcd window.

Event description:
Customer called to report the insulin pump alarmed for motor error. Blood glucose reading was 126 mg/dl. The customer stated that she heard a humming noise during the rewind process and that the priming process could not be completed. The insulin pump alarmed for no delivery during the prime process. Customer attempted to straighten out the tubing and the insulin pump alarmed for no delivery once more. The customer performed a complete set change the and the insulin pump alarmed for motor error. Advised that the insulin pump will be replaced. Nothing further reported.